Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened cvc kit for analysis. Signs of use were observed on the guide wire. Visual and microscopic examination of the guide wire revealed kinking towards the distal end. Microscopic examination confirmed the kinking. The distal and proximal welds were full and spherical. No defects or anomalies were noted on the returned arrow raulerson syringe (ars). The kink on the guide wire measured 570mm from the proximal weld. The guide wire total length measured 603mm , which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.80mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted into the returned ars. Minor resistance was encountered at the location of the kinking; however, all functional sections of the guide wire passed with little to no issue. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. This kinking led to slight resistance when being inserted through the ars. Despite the damage, the sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the insertion the doctor found the swg/ars resistance prior to the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.